Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail is missing the shoulder bolt on the latch mechanism. The side rail shoulder bolt was replaced by the tech to resolve the issue.